Manufacturer narrative:
As noted in section b5 , inspection of the product by the repair department revealed a tear at the tip of the insertion device and leakage of ultrasonic media. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited tear at the tip of the insert and leakage of ultrasound media. There was no patient involvement.